Manufacturer narrative:
(B)(4). (Device difficult to remove and failure to use access ports.) Removed. Evaluation summary: analysis was performed on the returned device. The reported difficult to remove and failure to achieve hemostasis could not be replicated in a testing environment. The reported difficulties were concluded to be related to a potential product quality issue. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose instructions for use (IFU) in the indications section states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The access ports were used to release the thumb advancer. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the clip of the starclose se device was deployed; however, hemostasis was not achieved and the clip was removed from the patient anatomy. Resistance was felt during removal of the device, assertive pull was used to remove the device. The access ports were not used and the vessel locator wings were in the open position. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.